Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via bench testing. The noise observed on the real-time electrogram could not be reproduced after the device enclosure was cut open for further testing. The cause of the noise could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a merlin.net transmission showed noise reversion on the right ventricular channel. High voltage therapies were programmed off until a procedure could be performed to further test the device. During the procedure noise continued to be seen on the device, and could not be reproduced with isometrics and pocket manipulation. A device header issue was suspected. Lead was tested, and no noise could be created. The device was explanted and replaced without incident. The lead remains implanted.